Event description:
Catheter was prepped in the usual way. It was plugged into the system but would not show that it was functioning, so it was unplugged and plugged back in and tried again. It still didn't work, so a new one was used and it worked fine (new one: lot # 6031308).